Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using ruby coils and lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing a ruby coil through the lantern. Subsequently, the ruby coil was retracted. The physician then removed the lantern and found the distal tip to be kinked. The procedure was completed using the same ruby coil with additional ruby coils and a new lantern. There was no report of an adverse effect to the patient.